Event description:
It was reported that the procedure was to treat an anterior tibial artery. A connect flex guide wire was placed at the lesion. A 2.0 x 40 mm fox sv balloon catheter was advanced to the lesion and was successfully used for pre-dilatation; however, during removal, the guide wire and balloon catheter stuck together and had to be removed as a single unit. Outside the anatomy, the balloon catheter was removed from the guide wire. The procedure was successfully completed using another 2.0 x 40 fox sv and an unknown guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.